Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A piece of the lead extraction bulldog lead extender came off in the patient. It is unknown if the patient underwent any additional procedures at this time. Information has been requested but not yet provided by the reporter. It is unknown if there have been any adverse effects at this time.